Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb). The ventilator passed all testing.

Event description:
Report received that the ventilator had a communication issue. The ventilator was not on a patient at the time of the event.